Event description:
The customer alleged that the 840 ventilator stopped cycling while in use on a patient. They further reported that the patient was not harmed or injured by the event. The nellcor puritan bennett customer support engineer (cse) inspected the device and verified the error code in memory that supports the customer's claim. The cse replaced a variety of components and the unit passed extended self testing.